Event description:
Reportable based on device analysis completed on 01mar2022. It was reported that the device could not advance in the sheath and the sheath came out. An accustick ii was selected for use. During the procedure, the wire got jammed in the sheath and the sheath eventually came out. The device was replace with another of same model but the same problem occurred repeatedly. The device was removed and completed the procedure with a different device. No patient complications were reported. However, device analysis revealed that the sheath dilator was torn at the distal tip.

Manufacturer narrative:
Device evaluated by manufacturer: an introducer sheath, metal cannula and sheath dilator were returned for analysis. Visual inspection was performed and revealed that the distal tip of the sheath dilator was torn. Microscopic inspection was performed and confirmed the sheath dilator was torn at distal tip.